Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated, analysis of the device memory indicated the impedance trend on the right ventricular (rv) pacing lead was decreasing. Analyst commented, high rv thresholds of greater than 2.5 volts noted (B)(6) 2016 for 1 single measurement. On (B)(6) 2016, rv pacing impedance measured 190 ohms.

Event description:
It was reported that an alert was triggered due to low pacing impedance on the right ventricular (rv) lead. The rv lead also exhibited high thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.